Manufacturer narrative:
It was reported that during patient transfer the lift tipped over. The event happened when the lift was placed over the bed in the highest position. The caregiver stated that when the lift was pulled backwards and rotated, the sling caught the call bell button, which led to the device tipping. As a consequence of the event, the lift fell upon the resident and hit her in the forehead. No injury was reported. After the event, the device was evaluated by arjo . The device inspection showed that the device had worn castors. No other malfunction was found. The reported castors failure did not lead to the device tipping issue. The instruction for use of medi-lifter device contains the information: ¿before lifting the patient make sure the sling is not caught on an obstruction (wheelchair brake or arm of chair).¿ the situation reported by the customer that the sling caught the call bell button during the transfer might cause the lift stability to be disrupted and, as a consequence caused the device tipping. Looking at the incident scenario it has been established that a passive floor lift was used for patient handling at the time of the event. The device was reported to tip and in this regard, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the device was tipped over during patient transfer.

Event description:
It was reported that during patient transfer the lift tipped over. The event happened when the lift was placed over the bed in the highest position. The caregiver stated that when the lift was pulled backwards and rotated, the sling caught the call bell button, which led to the device tipping. As a consequence of the event, the lift fell upon the resident and hit her in the forehead. No injury was sustianed.